Event description:
Syringes suck atmospheric air into the barrel along with insulin from the seal vial. This introduces air bubbles into the syringe and makes accurate insulin dosing impossible. Insufficient insulin injections have led to much higher than normal blood glucose levels since I started using these syringes. In addition, air introduced into the insulin vial has apparently led to degradation of the insulin itself and reduced its effectiveness. One vial of lilly humalog insulin and one vial of lilly humulin n insulin are now suspect and cannot be used. Changing to a different brand of syringes (bd) has solved this problem and I can now dose accurately. Distributed by (B)(4).